Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobectomy, when stapling the bronchus, there was a poor staple formation which caused an air leak. Airleak had to be closed by 5 stitches/ over sewing. Surgical time was extended for 30 minutes or more.